Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through review of the event history log) but did not reproduced the system error 322. The software was upgraded per approved remedial to correct this action activities and to address potential non-mechanical issues. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.